Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxillary enhanced full height drawer 6 failed to be detected by bus. A field service engineer replaced a new module board and reseated row board cables to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not detected on bus. Customer stated that device was on critical override and unable to recover the storage spaces. Customer added there was a couple of hours delay in patient care workflow and they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this event.